Manufacturer narrative:
Zoll medical corporation did not evaluate the device. Upon receipt of the device, it was forwarded to scrap in error where it was destroyed before the evaluation for customer complaint was completed. The customer was sent a replacement device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.